Event description:
Md was attempting to inflate swan-ganz after insertion. It was noted the balloon had dislodged. Attempts to retrieve were unsuccessful. Portion still remains in pt. Md is following pt in his office.